Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use of the ultrafine iii nano pen needle 32g 4mm 5s as the nurse was walking holding the injection tray the nurse pricked her right index finger. The needle stick was from the none patient end of the needle. The following information was provided by the initial reporter: nurse trainee and staff nurse went into patient¿s room to administer subcutaneous insulin to the patient. After administering the insulin, nurse trainee put the capped needle into the injection tray and was walking back to the medication room to discard the insulin needle into sharp bin. While walking holding the injection tray, she felt a prick in her right index finger and she realized she got pricked by the needle which is at the back of the capped insulin needle. Nurse trainee inform staff nurse and she washed her finger under the running tap and applied plaster.

Manufacturer narrative:
Investigation summary: one photo of an empty blue tray was returned. As no physical pen needle sample or a photo of a pen needle sample was returned no further investigation can be carried out. No DHR review can be carried out as lot number is unknown based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that after use of the ultrafine iii nano pen needle 32g 4mm 5s as the nurse was walking holding the injection tray the nurse pricked her right index finger. The needle stick was from the none patient end of the needle. The following information was provided by the initial reporter: nurse trainee and staff nurse went into patient¿s room to administer subcutaneous insulin to the patient. After administering the insulin, nurse trainee put the capped needle into the injection tray and was walking back to the medication room to discard the insulin needle into sharp bin. While walking holding the injection tray, she felt a prick in her right index finger and she realized she got pricked by the needle which is at the back of the capped insulin needle. Nurse trainee inform staff nurse and she washed her finger under the running tap and applied plaster.